Event description:
It was reported a dye study was being done as the patient reported having decreased pain relief. Additional information later reported the patient was being ¿pre-certed¿ for a new catheter and possibly a new pump. Additional information has been requested, but had not been received as of the date of this report

Event description:
It was later reported the patient had the revision surgery (B)(6) 2013. They replaced the catheter because during a dye study, they could not aspirate. A new catheter was placed. The same pump was kept as there was no indication of an issue. Per the reporter the patient recovered ¿fine¿. Additional information later reported the patient had morphine 15 mg/ml at 5.20 mg/day before the surgery. The new dose (same concentration) is 1.25 mg/day. The explanted catheter was discarded.

Manufacturer narrative:
Product ID 8703w, lot# l81766, implanted: 2000-(B)(6), product type catheter product ID 8703w, lot# l81766, implanted: 2000-(B)(6), (B)(4).

Manufacturer narrative:
(B)(4).